Event description:
It was reported that some of the catheters were bent in the packaging.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to an "inappropriate package design". The lot number is unknown; therefore, the device history record could not be reviewed. As the issue was found in the packaging, it is unlikely that the user would cause this issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the catheters were bent in the packaging.